Manufacturer narrative:
(B)(4). No product will be returned per customer as set was discarded. The customer complaint of leaked at filter connection could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Hospital reported, the set was found leaking at the filter connection during a cetuximab infusion. This resulted in a chemo spill. There was no pt or user harm and no medical intervention was required. Customer stated that no further pt/event info is available.